Event description:
During a lobectomy, on the third firing of the device, the staple line on one side did not form. The case was completed with another firing after the staple line was oversewn. There was no conseqence to the pateint.